Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case, a bent valve strut was observed after advancing the valve through the 14f esheath. After some discussion the team felt it was safest to proceed with valve implant versus removal. The valve was successfully implanted without any complications. The suspected cause of the bent strut was due to a steep insertion angle of the esheath, approximately 45-60 degrees, causing a slight bend in the sheath and catching the strut that led to the bend.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any related complaints. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and calcification was observed present in the patient's access vessel. The vessels were also undersized. The IFU and device preparation manual were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Insert loader completely into sheath until it stops. Advance thv through loader and sheath using short movements. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Perform thv deployment by first unlocking the undulation device. Initiate rapid pacing ensuring 1:1 capture, sbp <= 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with valve frame damage during use. A corrective action preventative action (CAPA) was initiated to drive corrective/preventive actions. The corrective action is intended to reduce, but not eliminate the complaint occurrence, and the CAPA has been closed after demonstrating reduction of complaint rate for frame damaged. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in 'procedural delay, additional intervention or death', which did not occur during this event. The valve frame damage was unable to be confirmed as the valve or relevant imagery was not returned for evaluation. A review of DHR, lot history and manufacturing mitigation did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''during a tf tavr case, a bent valve strut was observed after advancing the valve through the 14f esheath. After some discussion the team felt it was safest to proceed with valve implant versus removal. The valve was successfully implanted without any complications. The suspected cause of the bent strut was due to a steep insertion angle of the esheath, causing a slight bend in the sheath and catching the strut that lead to the bend.'' Per imagery, patient's access vessel had present of calcification and undersized mld. Access vessel characteristics such as calcification and an undersized vessel (<5.5 mm) can create a challenging pathway for delivery system insertion/advancement through the sheath. Additionally, the report states that the insertion angle was fairly steep, approximately 45-65 degrees. These patients and/or procedural factors can create a restricted pathway as well as sub-optimal angles for delivery system advancement through the sheath, leading to resistance and high push force. If excessive force was applied to overcome the resistance, it can cause frame damaged. Per procedure training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time'' as such, available information suggests that patient (calcification, undersized vessel) and/or procedural (insertion angle, excessive device manipulation/high push force) factors may have contributed to the complaint event.